Event description:
Had allergan 410 implants placed in spring of 2013. In early 2016 I noticed fluid around my left side. Drs would not aspirate and fluid remained till explant. On (B)(6) 2016 I noticed a hard lump on right breast implant; 2 ultrasounds and a 3d MRI later it was confirmed to be my capsule contracting on the implant. Left implant had baker 3 capsular contracture. I explanted on (B)(6) 2019 and have video documenting double capsules on both implants and hard lump on right side, capsular contracture on left side. Was told I would never need to replace implants and was told that textured implants would not have contracture.